Event description:
The facility reported that the channel "a" selection was not working. During service by baxter, it was found that the channel "a" selection button does not work. This event occurred during pt use. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
The reported condition that the channel "a" selection was not working was confirmed. Inspection of the device found that the cause of the reported condition was due to a faulty channel "a" pump-head module keypad. The channel "a" pump-head module keypad was replaced to correct the reported condition. The device was returned to the customer fully operational. This issue is being investigated under CAPA.